Event description:
It was reported that patient states his inflatable penile prosthesis (ipp) pump is hard as a rock and he is not able to activate his device. Patient liaison went over trouble shooting techniques with him to include pull down/push deflate button first/burp/antistiction and reboot and sent him an email with instructions as well. Patient will contact if he has further questions or concerns.